Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the patient was doing fine at the time of report. It was a programming error by the nurse. The orientation of the lead was incorrect as the lead placement was retrograde.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that troubleshooting included programming. The healthcare professional (hcp) realized the lead was not programmed as retrograde insertion as was prior to battery replacement so programming was ultimately different than what the patient was used to. The cause of the event was the orientation of the lead in initial programming steps. The issue had resolved.

Manufacturer narrative:
Manufacturing site ID updated to (B)(4) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient received a new device and since then the therapy was intermittently cutting out. The stimulation was not technically turning off, but the patient felt it and then it resolved on its own. They were unable to reproduce this in the office. The manufacturing representative reported when impedances were checked post op the patient felt a jolt and contact 11 was greater than 10,000 ohms. Contact 11 was a known issue prior to surgery and was not being used in programming. The therapy was effective when it was not cutting out. Adaptive stimulation was not enabled. The manufacturing representative reported that the ins pocket had some post op bruising and the ins could be palpated.